Manufacturer narrative:
On 2/11/2020, device evaluation was completed. Device evaluation summary: during analysis of the sample it was noted a crease in the anterior aspect. Leak testing was performed and no leak sites were detected neither evidence of gel bleed. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. Manufacturer¿s reference number: : (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware that "correction" was inadvertently not selected in the previous report submitted. Codes were updated from rupture to gel bleed on the left side after clinician's review. It was a correction. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6)2020, it was decided to remove, to remove rupture and add gel bleed to more accurately capture the reported event. The device evaluation is in progress. Once, completed, supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that patient experienced bilateral rupture in addition to right side chest injury and bilateral capsular contracture; baker grade iii. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture; baker grade iii, and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast reconstruction surgery with a 700cc mentor memorygel breast implant on both sides and was presented with chest injury, bilateral capsular contracture; baker grade iii, and left side rupture. As a result, the patient underwent explantation and replacement with allergan implants on (B)(6) 2019. This report is for the patient¿s left-sided device.